Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years and did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number c174awk is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Ceramic cap - leakage-unspecified: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.